Event description:
It was reported that balloon ruptured occurred. The patient presented with chronic limb threatening ischemia. The chronically totally occluded target lesions were located in the anterior tibial artery (ata) and posterior tibial artery (pta). A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced over guidewire for revascularization of the ata lesion. However, the balloon ruptured at 8 atmospheres (atm) during the initial inflation. The device was replaced with another 1.5mm x 20mm x 142cm coyote es balloon catheter and revascularization of the ata lesion was completed. The same device was used for revascularization of the pta lesion; however, the balloon ruptured at 8 atm during the second inflation. The procedure was successfully completed with a 3.0mm coyote es balloon catheter. No patient complications nor injuries were reported.